Event description:
Subsequent information received states that after predilatation with a 2.25 mm voyager rx balloon catheter, one 3.0 mm x 23 mm xience v stent and one 3.0 mm x 23 mm promus stent were implanted. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported thrombosis is listed in the xience v instruction for use as a known adverse patient event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The other xience v is being filed under a separate MFR number.

Event description:
It was reported that approximately two months prior, two xience v stents were implanted in the right coronary artery without issue. It was noted during a second procedure to treat a different lesion that stent thrombosis was confirmed. Treatment was by discontinuing the plavix and the anti-thrombotic medicines and a change to panaldine. Additionally, the patient was administrated cilostazol for three days. There was no additional information provided. In (B)(6) 2011, gene polymorphism was suspected; the test was performed. On (B)(6), 2011, the outcome of symptoms resolved. As of (B)(6), 2011, the test result remained unclear.

Manufacturer narrative:
(B)(4). The promus has been filed under a separate MFR number.